Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was affected, as the continuous glucose monitor (cgm) read ¿high,¿ but a specific value was unknown. Customer addressed the issue by administering a correction bolus via the pump and resolved the occlusion by changing the infusion set and cartridge, then resuming insulin delivery.